Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. Concomitantly, the patient underwent a dilation and curettage. During the procedure, the physician could not obtain positive pressure and it was found that the patient¿s uterus had been perforated. It was reported by the physician that the fundus was perforated with a curette during the dilation and curettage. The procedure was converted to a laparoscopic supracervical hysterectomy. The physician opined there was no problem with the device. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.